Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance greater than 3,000 ohms. The capture threshold was also increasing. It was planned to replace the rv lead during the upcoming routine replacement of the cardiac resynchronization therapy defibrillator (crt-d); however, during the procedure it was not possible to obtain proper venous access and the replacement was aborted. It was planned to transfer the patient to another hospital to re-attempt the replacement. The patient was dependent on pacing and the physician elected to keep the therapy activated. The crt-d output was also increased to accommodate the increased threshold. The rv lead remains in service and no adverse patient effects were reported.